Event description:
It was reported that particulate was found. Lot affected: 0036119, 9352560 and unknown.

Manufacturer narrative:
The failure mode was confirmed by the photograph received for analysis. The photograph shows a particle which may be of foam origin based on color and shape. On 10.5ml applicators, particles may be created on rare occasions during the ultrasonic welding of the foam tip onto the applicator body which makes the foam brittle and pieces flake off. This failure mode is of foam origin not of foreign origin and it may be created as a byproduct of the ultrasonic welding process caused by the equipment. The root cause is the equipment causing the small particle as a byproduct of the ultrasonic welding process. A CAPA was opened to evaluate and address the major sources of foreign material for 10.5ml chloraprep product. As a result of the investigation the CAPA was approved for initiation with the objective of evaluating major offenders for foreign material and reducing customer complaints due to foreign material by a minimum of 10%. All action items in this CAPA have been completed and the CAPA is currently in the verification of effectiveness (voe) stage. Additionally, the following activities were performed and implemented through the change control to decrease foreign matter issues. Procedure (production line set up and purges procedure) was updated to include a cleaning process at the end of shift. Procedure (production line set up and purges procedure) was updated to include visual aid of ¿working surface¿ as reference for each packaging machine. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that particulate was found. Lot affected: 0036119, 9352560 and unknown.